Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn. Device not returned. No evaluation will be performed.

Event description:
Rec'd notice from attorney in (B)(6) alleging a scratched cornea following a contact lens torn in the patient's eye. The notice states the pt was taken to the local emergency department and was prescribed two antibiotic drops to prevent infection. The notice states the pt experienced "suffering, pain and great discomfort that continues until the present time." "Since (B)(6) 2001 pt is under the constant supervision of an eye doctor and pt cannot put on other lenses, and pt was directed to again take eye drops for a month." This injury is being reported due to notice of possible litigation and duration of treatment. If add'l info is rec'd, will report within 30 days of receipt. (B)(4).